Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap does not lock properly into the reservoir compartment due to missing reservoir tube o ring and missing retainer ring. The following were noted during visual inspection: missing reservoir tube o ring, missing retainer ring, faded/stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. Cosmetic damage was confirmed at the battery compartment. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the battery compartment of the pump. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer reported crack on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1712k was requested and the device was returned.